Manufacturer narrative:
E1: initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using one (1) bd preset¿ eclipse¿, there was foreign material in the lumen of the cannula as well as no anticoagulant in the lumen of the cannula. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that before using one (1) bd preset¿ eclipse¿, there was foreign material in the lumen of the cannula as well as no anticoagulant in the lumen of the cannula. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. A total of 10 retained samples were submitted for a functional test, all of which were within specification. Additionally, 10 retained samples were visually inspected for foreign matter, and no foreign matter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: clotting and foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.